Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. No device malfunction was reported against pump with unknown serial number; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate could not be conducted since the serial number is unknown. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/42 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: controlling nutritional status score as a predictive marker for patients with implantable left ventricular assist device. American society of artificial internal organs journal, february 2020; 66(2):166-172. Doi: 10.1097/mat.0000000000000972. Pmid: 30913100 additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed investigating nutritional status as a predictive marker for clinical outcomes in vad patients. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who experienced cerebral bleeding, cerebral infarctions, right-sided heart failure, driveline infections and gastrointestinal bleeding. Interventions for these patients included hospitalization, antibiotics and surgical debridement for driveline infections, intravenous inotropic support and/or temporary right vad placement for heart failure. The vads remain in use. No further patient complications have been reported as a result of this event.